Manufacturer narrative:
G4: 11nov2020. B4: 12nov2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective sensor, exhalation valve, and solenoid 3-station to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:04dec2020. B4:07dec2020. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report#: 2031642-2020-01262 was submitted. All information are submitted under the initially reported MFR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported ventilator inoperable. It is unknown if the device was in use, however, there was no reported patient or user harm.